Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with damage to the thread of the fixation screw. The damage to the thread of the fixation screw. The damage to the fixation screw is possibly indicative that the screw was incorrectly inserted into the counterpart during usage leading to a instable fixation of the aiming arm. A review of the device history record did not show any issues that could have contributed to the reported event.

Event description:
It was reported during the intertrochanteric hip fracture surgery using the 130 degrees aiming arm for the trochanteric fixation nail, the device did not target nail properly. The pt was unharmed and the procedure was not prolonged by any significant amount of time. Surgeon used another arm to complete the procedure.